Manufacturer narrative:
Correction: h6 (device component code).

Event description:
A user facility clinic manager (cm) reported that a blood leak occurred with a fresenius bloodlines set during a patient's hemodialysis (hd) treatment. The issue was identified by a charge nurse who visually observed blood on the 2008t machine. While cleaning up the machine it was noted that the heparin line was not fully engaged with the clamp on a fresenius bloodlines set and the plunger of the syringe had "blown out." It was noted that a heparin bolus was administered by a patient care technician (pct) during treatment and the heparin line was clamped. It is not clear whether the heparin pump was utilized to administer bolus then used to "hold" syringe or if heparin module was utilized. Additional information was provided during follow-up by the cm. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient¿s estimated blood loss (ebl) was approximately 240 ml. The patient was able to complete treatment after re-setting up the machine with new supplies. The complaint sample has been discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinic manager (cm) reported that a blood leak occurred with a fresenius bloodlines set during a patient's hemodialysis (hd) treatment. The issue was identified by a charge nurse who visually observed blood on the 2008t machine. While cleaning up the machine it was noted that the heparin line was not fully engaged with the clamp on a fresenius bloodlines set and the plunger of the syringe had "blown out." It was noted that a heparin bolus was administered by a patient care technician (pct) during treatment and the heparin line was clamped. It is not clear whether the heparin pump was utilized to administer bolus then used to "hold" syringe or if heparin module was utilized. Additional information was provided during follow-up by the cm. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient¿s estimated blood loss (ebl) was approximately 240 ml. The patient was able to complete treatment after re-setting up the machine with new supplies. The complaint sample has been discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that a blood leak occurred with a fresenius bloodlines set during a patient's hemodialysis (hd) treatment. The issue was identified by a charge nurse who visually observed blood on the 2008t machine. While cleaning up the machine it was noted that the heparin line was not fully engaged with the clamp on a fresenius bloodlines set and the plunger of the syringe had "blown out." It was noted that a heparin bolus was administered by a patient care technician (pct) during treatment and the heparin line was clamped. It is not clear whether the heparin pump was utilized to administer bolus then used to "hold" syringe or if heparin module was utilized. Additional information was provided during follow-up by the cm. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient¿s estimated blood loss (ebl) was approximately 240 ml. The patient was able to complete treatment after re-setting up the machine with new supplies. The complaint sample has been discarded and is not available to be returned to the manufacturer for physical evaluation.